Event description:
It was reported that this caller expressed frustration that there is no value reported when an alert is generated for out of range impedance measurements. A boston scientific technical services consultant discussed the 21 hour daily measurement, but the device does not make it available until its 24 hour clock has ended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.